Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked through the insertion port of the administration set. This was observed during use at the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between august 25, 2023 and august 26, 2023. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the photo showed evidence of leakage or droplets of tpn solution on administration spike port. However, visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.